Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, the right atrial lead exhibited increased capture thresholds and a decrease in sensing. Imaging revealed that the lead had dislodged. The lead was explanted and replaced. Patient was stable throughout.

Manufacturer narrative:
Analysis was normal. No anomalies were found.